Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 38(no motor movement or negligible movement. Retries to free a stuck motor failed). The customer reported blood glucose value of 338 mg/dl. The customer reported hyperglycemia which did not require treatment. The event involved product(s) mmt-1884. Troubleshooting was performed and the customer was able to clear the alarm successfully. The customer was unable to complete the rewind. No further patient complications were reported. The customer will discontinue using the insulin pump and revert to back up plan as per health care provider instructions. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
Pump was received, with pump error 38 alarm, during rewinding. Unable to perform the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test or displacement test, due to pump error 38 alarm. Successfully downloaded history files and traces using thump. In further full review in the pump history file/ trace and found (7) pump error 38 alarms in the event date of (B)(6) 2024 started from 02:03:10 to 08:26:10. Pump was cut open to perform visual inspection. And found jammed motor gearbox. Test p-cap and reservoir locked properly into reservoir compartment, during testing. The following were noted, during visual inspection: no physical damage to the pump case noted. Pump error 38 alarm was confirmed, due to jammed motor gearbox. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.